Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows a crack in the catheter hub. Therefore, the investigation is confirmed for the reported catheter hub fracture issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic drainage catheter placement procedure, the drainage catheter hub was allegedly fractured. Reportedly, the catheter was replaced. There was no patient contact.